Event description:
Two teeth of the hallu-fix screwdriver were broken during the screwing of the screws. No consequences on the patient were reported. A screw was broken during the same surgery.

Manufacturer narrative:
The investigation of the returned device revealed two broken teeth on the screwdriver. No mechanical testing was performed. The design and lot number showed that the product was from an old version. The design of the screwdriver was changed to improve strength. Seven incidents have been previously received for this product referencing the breakage of teeth. The design change was performed since 2005, with the first lot number n degree d3pg.